Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube and tank wells were cleaned., the high voltage cables were regreased and the system batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system was making popping noises and displayed an overload error message. The customer indicated that the unit was hard down dead. There is no report of patient injury.